Event description:
New information received confirms that the right-ventricular (lv) lead dislodgement was confirmed via fluoroscopy.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece. Visual examination found the helix retracted, clogged with blood and tissue. X-ray examination, electrical test of the helix mechanism found no anomalies. Helix was able to be fully extended and retracted after cleaning. The full helix extension length was measured within specifications. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood and tissue.

Event description:
It was reported that the patient presented in-clinic for a scheduled procedure. During the procedure it was noted that the right-ventricular (rv) lead had dislodged, and exhibited failure to extend helix. As a resolution the lead was not used and a near at hand replacement was implanted instead on (B)(6) 2024. No patient consequences were reported, and the patient was stable.